Event description:
It was reported that during a procedure with a use of the ls1020 ligasure atlas handswitch 20cm device, the jaw was difficult or impossible to open. It was not stuck on tissue. The device was plugged into a generator at the time of the event. The device was replaced with another one and the procedure continued. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pancreatectomy procedure with a use of the ls1020 ligasure atlas handswitch 20cm device, the jaw was difficult or impossible to open while attempting to perform pancreatic dissection. It was not stuck on tissue. It remained cleaned as they usually clean the device. It was used on adipose tissue. The knife blade did not extend nor protrude beyond the edge of the jaws. The device was plugged into a generator at the time of the event. The device was replaced with another one, and the procedure continued. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.